Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision fem/tibial sleeve clamp would slip easily.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination and functional testing of the returned device confirms the reported event.

Manufacturer narrative:
Product complaint # ==> (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.